Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of dexcom g6 sensors, did not connect a cgm, and did not enter blood glucose values, after which the pump was not operating in bg run mode; a fingerstick blood glucose of 215 mg/dl was noted, and the user used subcutaneous insulin by pen during this period. Symptoms included hyperglycemia. Outcomes included no reported injury and a hospitalization for a non-diabetes-related condition, during which fluid and clots were removed from the lung. Investigation included customer interview and case review. Investigation of this case revealed that the pump behavior was consistent with design safeguards when cgm data and manual bg entries are unavailable, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user situation and therapy setup were contributory and the device performed as intended.